Event description:
Reference number (B)(4). Event occured in republic of korea. On (B)(6) 2025, patient encountered the incident of insulin leakage during the injection process. Specifically, the leak was observed at the top of the septum. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: republic of korea.